Event description:
The advocate stated his wife's contour meter was not showing correct readings. It was discovered during the call, display segments a and f were missing from the units, 10s and 100s columns. No adverse events were alleged. The meter was replaced and the customer is expected to return her meter for evaluation.